Event description:
Knees then hurt 75 %/now knees are hurting 95% (right knee) [arthralgia aggravated]. Case narrative: this case is linked to cases (B)(4) (2nd injection in left knee); (B)(4) (3rd injection in left knee); (B)(4) (1st injection in left knee); (B)(4) (2nd injection in right knee); and (B)(4) (3rd injection in right knee) (all for multiple devices). Initial information was received on 14-dec-2020 regarding an unsolicited valid serious case from a patient via health authorities of united states under reference mw5097906. This case involves an unknown age patient who received first injection of medical device hylan g-f 20, sodium hyaluronate (synvisc) in right knee and later reported that knees then hurt 75 %/now knees are hurting 95% (right knee). The patient's past medical treatment(s), vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing arthralgia (knees hurt 50% to start). On an unknown date, the patient received first injection of hylan g-f 20, sodium hyaluronate series via intra-articular route in right knee to help with knees as knees hurt 50% (dose, frequency, and lot - unknown). Information on batch number could not be requested. On an unknown date, after unknown latency, the patient's knees then hurt 75 % (arthralgia). At the time of last report, the knees were hurting 95% now (arthralgia). This event was leading to disability/permanent damage. The patient received medicine (cocks comb) and used needle to give shots. Action taken: no action taken. Corrective treatment: medicine (cocks comb). The patient outcome is reported as not recovered / not resolved for knees then hurt 75 %/now knees are hurting 95% (right knee). A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology would continuously monitor adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA was required. Investigation complete date: 04-jan-2021. Additional information was received on 04-jan-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.